Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the right ventricular (rv) lead conductor was fractured. The lead exhibited shock impedance high out of range. The lead delivered inappropriate anti-tachycardia pacing (atp) due to noise signals present. At this time, the rv lead remains in service. No adverse patient effects were reported. Additional information obtained, a revision procedure was performed and a new subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted, however, the ICD system remains in service but reprogrammed to aai mode. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited shock impedance and pacing impedance high out of range. The device delivered inappropriate anti-tachycardia pacing (atp) due to noise signals present. The device was explanted and replaced. No adverse patient effects were reported.